Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, when the pacemaker taken out of the pocket, it was noted that the pacemaker exhibited reduction in pacing beats which resulted in non-capture. It was also noted that the pacemaker exhibited unspecified over-sensing. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of output issue and capturing problem were not confirmed. The device was received above elective replacement indicator (eri) level. Device was reviewed and no anomaly found. Further analysis was performed, and no anomaly was noted. User manual indicated that use of electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibited device operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received indicates that the pacemaker exhibited noise over-sensing.